Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed the functional failure on mti. Additionally, the programmer was not detecting the touch after 5 minute. The programmer was disassembled in order to verify the properly connection of the involved components, none issues were detected. The programmer was tested on system functional test, passing the evaluation. The telemetry issues were not confirmed.

Event description:
It was reported that the screen of this programmer was unresponsive when the field representative was trying to select the test or settings tabs. Technical services (ts) recommended to wipe off the screen then power cycled the programmer. The programmer then worked successfully. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed the functional failure on mti. Additionally, the programmer was not detecting the touch after 5 minute. The programmer was disassembled in order to verify the properly connection of the involved components, none issues were detected. The programmer was tested on system functional test, passing the evaluation. The telemetry issues were not confirmed.

Event description:
It was reported that the screen of this programmer was unresponsive when the field representative was trying to select the test or settings tabs. Technical services (ts) recommended to wipe off the screen then power cycled the programmer. The programmer then worked successfully. There were no adverse patient effects reported. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed the functional failure on mti. Additionally, the programmer was not detecting the touch after 5 minute. The programmer was disassembled in order to verify the properly connection of the involved components, none issues were detected. The programmer was tested on system functional test, passing the evaluation. The telemetry issues were not confirmed.